Manufacturer narrative:
Initial report sent: 11/28/2007.

Event description:
Procedure type: anterior resection. According to the reporter: although the instrument was fired after the green mark appeared, anastomosis was unsuccessful due to about 2cm space between the anvil and the cartridge. Under 200cc bleeding occurred. The surgeon was able to use another stapler handle with the same anvil since it was still in place and completed the operation without problems. No patient injury was reported.